Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from an healthcare provider (hcp) regarding a patient who was receiving gablofen (2000 mcg/ml) at 340 mcg/day via an implantable pump (the lot number and dates of therapy were not reported). Indications for use included intractable spasticity and lumbar radiculopathy. Medical history and concomitant medications were not reported. The hcp reported that the patient had missed a refill and the low reservoir alarm date was (B)(6) 2015; it was further reported that based on the hcp's calculations, the pump would be empty "now - (B)(6) 2015." No patient symptoms were reported. The hcp did not have access the patient and clinician programmer. As of (B)(6) 2015, the patient was coming in for a refill.